Event description:
The user is questioning the functionality of the device during a patient use event as the display screen never changed from showing "asystole" for the patient's rhythm. The patient survived.